Manufacturer narrative:
The device was returned for evaluation. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
EU complainant reported the purge cassette was being replaced on the automated impella controller (aic) and the purge disk holder cracked. The aic was replaced and support continued. This event occurred during patient support, and no harm has been reported.

Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were not relevant to this issue. The console was evaluated and it was confirmed that the purge flag had broken off on the console. The root cause of this issue was a broken purge flag. Added- h6 impact code 4629.